Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed. The assignable cause is undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in singapore of peritonitis in a patient coincident with dianeal pd4 and extraneal therapies. On (B)(6) 2012, the patient experienced peritonitis. It was not reported whether the patient was hospitalized. Treatment was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.